Manufacturer narrative:
Patient experienced patellofemoral pain. Revision surgery occurred to resurface the patella. The patella was not resurfaced during the primary procedure. Poly inserts were exchanged during the revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient experienced patellofemoral pain. Revision surgery occurred to resurface the patella. The patella was not resurfaced during the primary procedure, poly inserts wer exchanged during the revision surgery.